Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed a break in the outer sheath near the strain relief, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation evaluated driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was tearing of the polyurethane sheath on the ventricular assist device (vad) driveline. It was noted that the patient had previously put rescue tape on the driveline. The old tape was removed and multiple areas were noted from the connector to approximately ten centimeters proximal to the connector. Driveline sheath repair was performed. There was no pump stop during the procedure. No patient complications have been reported as a result of this event.